Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. No numbers scrolling up noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call to have received a button error alarm. Customer attempted to deliver a bolus after clearing and states that numbers began to scroll on its' own. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.